Event description:
It was reported that the patient complained of severe headache and presented to hospital unresponsive, where patient became hypoxic with stroke suspected and the patient was intubated.  It was also noted that their heart rate went below set parameters on the lead less implantable pulse generator (ipg). It was noted that the leadless ipg exhibited loss of capture. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.